Manufacturer narrative:
The device was received not deployed. The top housing was observed to be cracked and discolored, and the corrosion was observed on the pcb through the bottom housing. Damage was observed to the bottom housing vent. Corrosion was observed on multiple internal components, including the pcb, chassis, hard cannula, mechanism rails, ratchet gear, commutator cap, catch beam, all three batteries, and the reservoir cap. Damage was observed on the reservoir. The damage to the reservoir aligned with the damage to the bottom housing vent damage, due to this, the damage to the reservoir was determined to be post use damage. Due to the internal corrosion a leak test was completed. No leaks or tears were found. Fluid did not leak from the damage to the reservoir due to the plunger being below the damage, and the fluid path was not impacted by the observed damage. All attempts to download the data were unsuccessful due to the corrosion on the pcb assembly. No damages or abnormalities were observed that would result in a needle mechanism failure. The investigation could not conclusively determine if the corrosion observed on the internal components of the device were caused by fluid leaking through the crack into the pod, as the timing and cause of the crack could not be determined, or by the damage to the housing vent. Without the data, the investigation could not conclusively determine the cause of the needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 smartphone operating system: bp1a.250305.019 smartphone hardware: pixel 8 pro cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the cannula did not deploy during the activation process indicating that a needle mechanism failure occurred. Details regarding treatment were not reported.